Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. A palmaz stent was also implanted during the same procedure. Aneurysm and vessel morphology are unk. It was reported that stent graft had migrated and a type I endoleak had developed with aneurysm enlargement. In 2004 the physician elected to explant the stent graft. During the explant procedure the pt had to be resuscitated. Medtronic received the explanted stent graft and its analysis is pending. No additional clinical sequelae were reported, and the pt is reported to be alive.